Event description:
The customer reported that x2 monitors have fallen due to the storage hook. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that x2 monitors have fallen due to the storage hook. No pt harm was reported. Philips is reporting this failure because the initial report indicates that one more x2 monitors have fallen. If a monitor falls unexpectedly and hits a pt, this could result in a serious injury. All available info supports that any fall was due to physical damage to the storage hook. The available info is fully consistent with being due to use outside normal and expected. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.